Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned to customer quality. A search of the complaints databases finds no other reports against the contributing product/lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies. Review of pre and post operative notes indicates histopathology found minimal chronic lymphocytic infiltrate admixed with histiocytes. Alval reaction pattern not well developed. Similar pain symptoms experienced pre-revision began to occur around eight months post-revision. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Mom revision, no reason given. Update: (B)(6) 2012 - revised due to pain. Cup, liner head removed.